Event description:
It was reported the device exhibited a "cassette not attached properly" error. Patient involvement is unknown. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a peeled dso. The tamper seal was broken. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed and the reported issue was duplicated. The pump alarmed "cassette not attached" when attaching and detaching the cassette. The dso sensor was found to be stuck. The cause of the reported issue was due to an inoperable dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. H3 updated, d3, g1, and g2 email is: regulatory.responses@icumed.com